Event description:
During a phone call a pt mentioned "talking to someone else with the same issues." That other pt had reported a lap-band system "crack in the tubing and no restriction." No contact info was provided. Allergan cannot follow up with this other mentioned pt.

Manufacturer narrative:
The product associated with this report has not been returned. No contact info was provided to allergan for the pt and/or surgeon. Therefore, the return of the device, the serial number, or the implant date, cannot be requested. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device cannot be requested since no contact info is available for the pt and/or surgeon. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."